Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Review of the device data logs showed that the device has not been powered on for approximately 17 months. The data showed that a critically low battery alarm was triggered at device start up while using the internal battery and a total power failure occurred a few minutes later. The device powered on when the device was plugged into the main power source. Review of the battery logs determined that there was no fault found with the internal battery. It is likely that the battery depleted during the storage or inactive state of the device which lead to the reported event. Based on the investigation results, it was determined that the total power failure was most likely due to a depleted internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. From the astral user guide: if the internal battery is not used, it must be discharged and recharged every six months. It takes approximately four hours to fully recharge the internal battery from depletion; however this can vary depending on environmental conditions and the device operating state. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation and the internal battery was not working. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation and the internal battery was not working. There was no patient injury reported as a result of this incident.